Manufacturer narrative:
Citation: lader jm et al. Factors predicting persistence of av nodal block in post-tavr patients following permanent pacemaker implantation. Pacing clin electrophysiol. 2019 oct;42(10):1347-1354. Doi: 10.1111/pace.13789. Epub 2019 sep 5. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without the return of the product, no definitive conclusion can be made regarding the clinical observations. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding the incidence and predictors of persistent device dependency in patients with permanent pacemaker implantation following transcatheter aortic valve replacement (tavr) with a self-expanding prosthesis. All data were retrospectively collected from a single center between september 2014 and march 2017. The overall study population involved 485 patients without pre-existing permanent pacemakers. Of those, 77 were included in the study analysis and were predominantly male with a mean age of 84 years. All patients were implanted with medtronic corevalve transcatheter bioprosthetic valves. No serial numbers were provided. Among all patients, 3 deaths were observed within 4 weeks post-tavr. No further details were provided. Based on the available information, medtronic product was not directly associated with the deaths. Among all patients, adverse events included: post-tavr permanent pacemaker implantation due to complete heart block (77 cases). The median duration from tavr to permanent pacemaker implantation was one day. Additional adverse events that were observed: valve-in-valve implantation (2 cases),mild-moderate paravalvular leak (17 cases), peri-procedural stroke (unknown number of cases), acute heart failure (2 cases), cardiogenic shock (1 case), and abrupt loss of consciousness (1 case). Based on the available information, medtronic product was directly associated with the adverse events. No additional adverse patient effects or product performance issues were reported.